Event description:
It was reported that during an acl meniscal cinch repair, the eyelet on the first implant broke. The sutures were removed but the implant remained in the pt. Another ar-4500 was used in a different section of the meniscus to successfully complete the case. Follow-up communication was provided that portions of the user's technique with this device are not consistent with the manufacturer's recommended surgical technique. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The remaining portion of the device was requested for eval, but was not returned because it was discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is use of excessive force when meeting resistance in passing the trocar through the meniscus. Excessive pushing force upon insertion (as opposed to twisting the trocar) can cause the distal portion of the implant to peel back and break off. The product directions for use warns against the use of excessive force; slight rotation of the trocar may ease deployment of the implant. The following text is being added to step 4 of the surgical technique: note: if resistance is encountered during insertion of the implant, rotate trocar back and forth approx 90 degrees while pushing forward in a controlled fashion. This will help the implant move through the meniscal tissue. This is the first complaint of this type for this part/lot combination. This is the third such reported event for this part number from this user. Follow-up instruction as to the recommended surgical technique has been provided to this user. The potential causes of this event will again be communicated to the event rptr.